Event description:
The user facility reported that the angio-seal device involved was prepared according to the manufacturer's guidelines and deployed following standard procedures. However, upon retracting the device and applying tension to the string, the entire device, including the anchor and collagen plug, was extracted from the patient, leaving no components inside. Consequently, manual pressure was applied to seal the puncture. A pre-angiogram was performed. The procedure performed before the angio-seal device was a diagnostic angiogram, with a 7f sheath. There were no issues in the case or with access. Access was completed under ultrasound (us) and fluoroscopy. The patient was not harmed and was in stable condition. The procedure outcome was successful. Hemostasis was achieved through manual pressure, with only minimal blood loss from skin oozing.

Manufacturer narrative:
A1: patient identifier: requested, not available due to patient confidentially . A2: age or date of birth: requested, not available due to patient confidentially . A3a: sex: requested, not available due to patient confidentially . A3b: gender: n/a . A4: weight: requested, not available due to patient confidentially . A5: ethnicity: requested, not available due to patient confidentially . A6: race: requested, not available due to patient confidentially . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned sample included the header bag, guidewire, arteriotomy locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned to the forward lock position. The bypass tube was found to have been dislodged and the anchor was visible at the distal tip. A bend was also found in the carrier tube shaft near the proximal end of tamper tube within carrier tube. The complaint can be confirmed for bypass tube detached. The exact root cause cannot be determined. The likely cause was determined to have been bypass tube dislodgement sustained during attempted insertion into the hemostasis sheath. The DHR (device history record) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea (failure mode and effects analysis)/hbrt (hazard based risk table).